Manufacturer narrative:
The mcs tip cover accessory has not been received for failure analysis evaluation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the monopolar curved scissors (mcs) tip cover accessory fell off an mcs instrument while inside the patient. The mcs tip cover accessory was retrieved during the same procedure which was completed as planned. The customer indicated that the mcs tip cover accessory appeared to be properly installed during use. It is unknown how the mcs tip cover accessory was specifically retrieved, if the mcs instrument collided with any other instruments during the procedure and if any lubricant such as electrolube was applied prior to installation. No damage was reported regarding the mcs tip cover accessory, mcs instrument, or cannula.